Event description:
Additional information was received. The washout was completed and the source of the bleed was inconclusive. The device is not available for return.

Manufacturer narrative:
B5 additional information was received.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, it was reported that the patient had arm swelling and pain to the right upper extremity (impella 5.5 cutdown). It was also reported that the patient has a hematoma at the impella site. Plans for a wash out in the operating room. Furthermore, there was a gastrointestinal (gi) bleed reported by the nurse. Heparin drips were discontinued for the gi bleed management. Renal failure was noted which an additional device was required. Days later, there was a pump suction issue. The care team reported lower flows on the impella with some suction alarms overnight. They were unable to increase support. Sever right ventricle dysfunction seemed to be the cause. The pump was later explanted and the patient survived.